Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was unresponsive to a vf episode and had to be externally defibrillated when the device did not deliver therapy due to undersensing of the episode. Wide qrs complexes were noted when reviewing the merlin.net transmissions. Programming changes were recommended. The patient was hospitalized.